Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, the transfer set disconnected between the connector and adapter, specified as ¿falling off¿. The cause of the disconnection was not reported. Subsequently, the patient developed fungal peritonitis. The patient was hospitalized and received unspecified antifungal drugs for the event. At the time of this report, the patient was recovered from the event. Pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis therapy. The reporter declined to provide additional information.